Event description:
Patient reported "rupture", "deformation", "folds" and "accumulation of free fluids in the folds". Patient also reported "multiple anechoic formation with thin walls, cysts" considered not device related. Later healthcare professional reported "capsular contracture baker grade IV", "silicone migration" and "the back wall was impaired". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV, and migration photo evaluation: visual analysis of the photographs identified: rupture and silicone migration: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed.